Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-2158-50 serial #: (B)(4) description:linear lead with enhanced stylet, 50cm model#: sc-4316 lot #: 16445129 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was due to the ipg not charging adequately. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No device malfunction was suspected.